Manufacturer narrative:
Medical devices continued: 459888 lead implanted: (B)(6) 2015; dtba1q1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.